Event description:
The company was made aware that the pt developed a cyst at the external equipment placement area of the implant site. A procedure was performed to remove the cyst; however, it still persists. Advanced bionics is in the process of gathering more info.